Event description:
The dfw150 model intraocular lens (iol) was implanted in the patient¿s operative eye. Due to complaints of the iol not working as intended, the iol was explanted in a secondary surgical procedure; information regarding the replacement iol is unavailable. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2024 and (B)(6) 2025 (iol implant and complaint alert dates). Section d-6b date explanted: unknown/asked information unavailable. The best date estimation is between (B)(6) 2024 and (B)(6) 2025 (iol implant and complaint alert dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 medical device problem code: 3191 although iol not working as intended was reported, it is unknown what the reported issue is in reference to the intraocular lens (iol). Therefore, device problem code 3191 is being provided for dc-unspecified/other with patient contact. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.